Manufacturer narrative:
Unit passed displacement test, selftest, active current measurement, and sleep current measurement. No battery or power anomalies noted during testing, however power graph shows unexpected battery power loss at different periods of time, problem isolated to electronic assemblies. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Information received by medtronic indicated that insulin pump had low battery and replace battery alert. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer stated that he had put 4 batteries in the insulin pump since yesterday. Customer received a low battery alert prior to the replace battery alert or replace battery now alarm. Customer stated the battery was not previously used. Customer stated the battery cap not loose, cracked or damaged. This was the second occurrence of replace battery alert or replace battery now alarm in less than 8 hours after a low battery warning. The device will be returned for analysis.